Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during normal operation. The atrial lead was partially cut, partially explanted, and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead measuring 13 cm was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).